Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information as well as the quality documents associated with the manufacture of this device were carefully analysed. The available fu data from (B)(6) 2017 did not show any peculiarities. In particular the rv coil integrity trend curve demonstrated a stable progression around approx. 600 ohms. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approximately 18 months after the implant low shock impedance was suspected. No adverse patient side effects were reported. The lead was not returned and there is no mention of any sort of intervention.